Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to fluid loss. A surgical procedure was performed, during which a crack in the pump tubing was noted. All components were removed and replaced. There were no patient complications reported.